Event description:
Report received indicated pt experienced a red rash around the tape border, including weeping, pimples and itching. Condition extant during five months prior to complaint receipt. Pt prepares area with soap and some adhesive removal wipes. Recommended stomahesive powder and barrier wipes. Pt outcome was not reported.

Manufacturer narrative:
A review of the complaint listing for the previous 12 months for the product icc code (B)(4) found no non-conformances relating to the primary reason for this icc were found in the global non-conformance reporting system.